Event description:
It was informed that the customer had high bgs and has been disconnected from the pump for two days. The customer was admitted to the hosp for chest pain and the device was removed. Troubleshooting was performed. The programming on the pump was fine. However, the high-pressure test was not completed due to lack of a clamp. The customer indicated that the reservoirs are filled with cold insulin. Advised the customer to allow the insulin to warm up before filling. A few days later, the customer called back to perform the high-pressure test. The test passed.